Event description:
It was reported that there was a leak between the connection of a minicap transfer set and the patient line of a cassette; further describe as "a large pool of fluid on the floor". This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.